Event description:
The pump was returned to baxter as an out of box failure, with no additional info. A baxter service technician found a failure code 715:00 in the device's event history during the evalaution.